Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump delivered an overdose of medication. No patient injury was reported.

Manufacturer narrative:
Other text: , corrected data: g5, no 510k as product not sold in us.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was not provided. The reported problem couldn?t be duplicated. The cause of the issue is unknown. The real time clock (rtc) due date was changed, executed the software update, label was exchanged, the downstream occlusion sensor was exchanged, the device was cleaned, and safety check was performed. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.